Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a left ventricular assist device interfering with leadless pacemaker implantation. Pacing and clinical electrophysiology. 2021;44:1949¿1951. Doi: 10.1111/pace.14332. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a left ventricular assist device interfering with leadless pacemaker implantation. The authors described that, prior to leadless implantable pulse generator (ipg) implant, device interrogation showed successful telemetry with the radio frequency (rf) programmer head and programmer. During the implant procedure of the device, successful telemetry transmission was unable to be established upon interrogation. The telemetry issue was suspected to be due to electromagnetic interference with the patient's left ventricular assist devices (lvad). The device was re-deployed in a different position slightly more basal to the previous deployment and successful communication was established. No adverse patient effects or additional product performance issues were reported.